Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, the tubing separated from the distal end of the cassette. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.